Event description:
It was reported, the customer's drive support cap was sticking out. Customer stated they did not push the drive support cap while connected. The customer also reported their motor was pushing their reservoir out. It was also found the customer did not receive any alarms. Customer's blood glucose was 287 mg/dl earlier in the morning. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.